Event description:
Additional information received from the manufacturer's representative (rep) reported the "hard reset" was reported by the patient and the rep was unsure where the patient came up with the phrase. It was noted the patient was a nurse and she also worked with patients that had stimulators and pumps. What the rep believed was that the patient did not charge her device and she did not notify the reps to do a trickle charge to try to get the device restarted. The patient kept telling her doctor that the device was not holding a charge, so the doctor scheduled a replacement and the device was never checked by a rep before the replacement surgery. The rep stated she talked with the physician after the procedure about asking a rep to check the device before replaces. The rep stated the doctor was very trusting and always believed the patient.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported they were in the operating room on the day of the report to replace the implantable neurostimulator (ins) only due to the patient having a hard reset recently and the ins not holding a charge since the hard reset. It was also noted the patient was not able to turn the stimulation off all the time. There was not normal battery depletion. Impedances prior to the procedure with the old ins were within normal range except for the 8-9 pair which were greater than 10000 ohms. All other pairs with electrodes 8 and 9 were within normal range. There were high impedances. It was noted the patient was a nurse and very computer savvy. The patient had inquired months ago how or what overdischarge was, and what happened and what was to be done. The rep had never seen the patient for a battery reset. There was no patient death or injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial#(B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The company representative (rep) reported the implantable neurostimulator (ins) was not keeping charge. The patient was charging her ins two to three times per week. The patient had been seen a few weeks prior with an overdischarged ins as she had not charged for over 30 days, she forgot. The patient claimed only time it happened. Charge mode was able to be established. This issue was identified when the stimulation was turned on and saw that the ins was down to half or quarter charged. The rep confirmed that they were able to successfully establish charge with the ins. It was unknown if the issue was resolved at the time of the report. Surgical intervention was planned but unknown if scheduled. It was noted the patient's health care provider (hcp) has no further information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4) found the battery was at reduced capacity due to overdischarge. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.